Event description:
The patient underwent full revision on (B)(6) 2015. The surgeon noted that the electrode placement of the lead prior to explant was inverted. Two tie-downs were used and both were sutured to the sternocleidomastoid muscle for the old lead. He also noted that the lead was coiled on top of the generator rather than underneath or to the side prior to explant. Once the new system was fully implanted, three intra-operative diagnostics were run (one out of pocket, one in pocket skin open, and one in pocket skin closed) and all were within normal limits. The explanted products were reported to have been discarded.

Event description:
It was reported that device diagnostics resulted in high impedance. The patient was scheduled for follow-up with the physician and a company representative present. The patient was seen again with the company representative present and high impedance was confirmed (>= 10,000 ohms). It was reported that there has not been any increase in seizures. The patient was referred to surgeon for consult. No known surgical interventions have been performed to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.